Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not completing rinseback due to an unrecoverable alarm. Eval of the returned cartridge found no problems that would contribute to the reported alarm. Air alarms during rinseback are usually caused by air introduced when making pt connections for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional review of rinseback procedures. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred while performing rinseback during a routine hemodialysis treatment. Partial rinseback was completed, resulting in an estimated blood loss of 45cc. No medical intervention was required.